Manufacturer narrative:
(B)(4). Date of initial report: 03/10/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not activate and showed no signs of power. Upon receipt of the device it was found that a component was missing and not returned. The customer confirmed that the piece disengaged during the procedure, but did not fall within the patient. No patient injury occurred or medical intervention required.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/10/2016. Date of follow-up report: 03/11/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. Lot number has been confirmed, and fields d4,h4 updated.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 03/10/2016. Date of follow-up report: 03/11/2016. Date of second follow-up report: 04/15/2016. One used lf4318 device was received for evaluation, and examination of the returned sample could not confirm the reported issue with lack of activation. Visual inspection found no defects, and the device functioned within specifications when activated on simulated tissue. However, a separate non-contributing issue with the blade was identified, where the knife would not deploy when the trigger was pulled. Further examination found the issue to be due to a broken inner tab that connects to the tang of the knife. The cause of the broken tab could not be reliably identified from the investigation. A review of the manufacturing process shows that checks are in place to prevent this issue, and a review of the device history records for this lot found no potentially contributing entries. Please not that though this is the second follow-up for the complaint, 3 is noted in g7 due to system submission issues.